Event description:
A heel warmer was applied to patient's left foot. Approximately 5 minutes later the rn removed heel warmer from patient to obtain a lab specimen. Chemical content from heel warmer package was found on patient's left calf due to an opening in heel warmer package. Chemical content was removed immediately from skin with sterile water. A slight reddening of the skin was noted; the skin remained intact.what was the original intended procedure?lab specimen.device #1is this a laboratory device or laboratory test?no.